Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient will undergo surgical intervention to have their ipg replaced. The reason for replacement is unknown at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on 9 august 2022 wherein the ipg was explanted and replaced to address the issue.